Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A review of possible causes determined that, as with all adhesive products, some irritation may be caused, particularly on those with sensitive or fragile skin. The complaint history file contains further instances of the reported event, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that dressing back is sticking to patients when being removed, possibly tearing the skin of the patient. Another dressing was applied. Patient injuries were not reported. It is not confirmed that the 352 dressings reported failed, query has been sent and if further information is received this case will be updated.